Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the snubber circuit board was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was determined that the system 9800 would not produce x rays and was not operational. There was no adverse pt involvement reported. There was no pt info reported.